Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the inability to deliver or advance (delivery issue), the cause was determined to be patient condition as the patient had a difficult anatomy and resistance at aortic arch along with known coronary artery disease preventing successful delivery of impella. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction had an unsuccessful attempted implant with an impella cp for mechanical circulatory support (msc). The patient was transported to the catheterization lab from a floor code. The impella cp was attempted to be urgently, placed. However, the impella cp device was unable to cross aortic valve. The impella was removed, and an intra-aortic balloon pump (iabp) was placed instead for mcs with a survived outcome. The patient was noted to be in stable following the event.